Manufacturer narrative:
(B)(4). Concomitant medical products: item#:42522400412;art surface fb (ps) right 12 mm height;lot#: 63516313, item#:42500605802;femur cemented (ps) standard right size 5;lot#: 63897803, item#:42532006402;tibia cemented 5 degree stemmed right size c; lot#: 63917325, item#:unknown;unknown bone cement;lot#: unknown. Reported event was confirmed by review of medical records. No product was returned or pictures provided as it was discarded; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2021 no evidence for loosening or infection on bone scan; (B)(6) 2021 patient reports pain, swelling with activities that radiates, night pain, and throbbing despite bracing, pr and nsaids, patellar loosening with bone reabsorption; v 2021 synovial fluid clear yellow and healthy sent for culture, no infection, no loosening of femur, tibia, patella component removed easily with cement remaining in 2 inferior lug holes, superior lug hole was soft tissue only, cement remained in inferior holes due to increased risk of patella fracture, no fracture noted, poor bone quality. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initial right total knee arthroplasty three years ago, subsequently revised two months ago due to pain, swelling, night pain, and throbbing. The patella component removed, due to loosening, but it was not replaced due to poor bone quality, and poly exchanged without complications.